Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head; product ID: 229047 analyzer. (B)(4).

Event description:
It was reported an error message was received. It is unknown when this error message occurred. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; error message was received. Another error was observed and the screen went blank. These abnormalities were intermittent. Further testing revealed the plastic standoff between two printed circuit boards was broken causing this connectivity anomaly. Analysis also found the keyboard case hinges are broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.